Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient stated that after he completed treatment this morning he noticed there was solution on the cycler and on the floor. The cycler was replaced and additional information has been requested.

Manufacturer narrative:
The device was received for evaluation and the complaint is not confirmed. There were no discrepancies encountered in the internal inspection of the cycler. There was visual no evidence of fluid under pump ¿a¿ and ¿b¿ mushroom heads. There was visual no evidence of fluid within the received cycler. There were no deviations or nonconformances during the manufacturing process.